Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom caused by backed out mechanism screws that mounts the pumping mechanism into the front case, thus not allowing proper latching operation. The mechanism screws were replaced.

Event description:
During baxter's functional testing of a spectrum pump, the device displayed alarmed "door not fully latched". There was no pt involvement.